Event description:
On 7/24/98, datascope rec'd the mandatory form from the facility; uf/dist report number 33-0119-1998-0003 and the following info was reported: on 6/22/98, the pt underwent coronary artery bypass surgery of three vessels and an aortic valve replacement. At the conclusion of surgery, an intra-aortic balloon pump catheter was inserted. On 6/25/98, blood was noted in the intra-aortic balloon pump catheter tubing. The catheter was removed and a second iab was inserted. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event - reported 7/24/98) (pt's current status: unk - reported 7/24/98).